Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and confirmed due to empty reservoir on (B)(6). It was stated there was no therapy problem. The pump was used to deliver hydromorphone, bupivacaine and compounded baclofen. Additional information reported the patient had increased pain. It was stated the cause of the alarm was because the patient ¿no-showed¿ for the appointment. It was noted they monitored the patient with the refill on (B)(6) 2014.